Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Additional information indicated that the patient was also exhibited pocket erosion. There were no additional adverse patient effects reported. This ICD was explanted.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes with fluid drainage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Additional information indicated that the patient was also exhibited pocket erosion. There were no additional adverse patient effects reported. This ICD was explanted. Additional information indicated that the patient also had pocket drainage. There were no additional adverse patient effects reported.